Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating that the patient was unhappy with quality of vision. As per surgeon¿s opinion product contributed to event. There was no patient harm.

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient had severe halos that affected activities of daily living. The iol was exchanged for another model company lens 11 days after the initial implant procedure. The clinical reason was patient could not tolerate halos and waxy vision. There are two medical device reports associated with this patient. This report is first report associated with the one of the eyes. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause. The lens was not returned for evaluation. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 20.5 diopter (add power +2.2/+3.2) lens was replaced with company, 21.5 diopter (1.5 extended depth of focus) lens. The exchange of a multifocal to an extended depth of focus lens with a 1.0 difference in spherical power may indicate the replacement lens was an improved choice for the patient¿s visual needs. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.